Event description:
It was reported bd venflon¿ pro safety IV catheter had a separation of the luer connection to the mating component. The following information was provided by the initial reporter: "it seems that de adapter and the venflon dont match everytime and disconnect one the other."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd venflon¿ pro safety IV catheter had a separation of the luer connection to the mating component. The following information was provided by the initial reporter: "it seems that de adapter and the venflon don¿t match everytime and disconnect one the other."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2022. H6: investigation summary: one used sample of batch 0299540 and one blood collection adapter from sarstedt was received by our quality team for evaluation. As the blood collection adapters do not belong to bd, no further investigation was performed on the blood collection adapters. The sample was subjected to visual inspection and luer cone measurement. The sample passed all inspections, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The returned sample was able to connect with the sarstedt adapter properly. As the disconnection was not observed from the returned sample, the customer experience cannot be determined.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported bd venflon¿ pro safety IV catheter had a separation of the luer connection to the mating component. The following information was provided by the initial reporter: "it seems that de adapter and the venflon don¿t match every time and disconnect one the other."